Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient passed away. There are no known allegations from healthcare professionals indicating that the death was related to the device. The reported cause of death was congestive heart failure.